Event description:
The patient had atrial fibrillation. There were several cardioversions attempted without success. During the last cardioversion the defibrillator was not in sync mode. It was noted later that the brand of defibrillator; physio-control lp20; has a short period of time after the discharge that it will not enter the sync mode when the sync button is pushed. The display shows a discharge delivered message during this none responsive period. If the sync button is pushed there is an acknowledgement tone but the defibrillator has not entered a sync mode. The sync button needs to be pushed a second time to enter the sync mode.